Event description:
It was reported that this inflatable penile prosthesis (ipp) would not fully inflate, the device was tested multiple times in clinic and found that device was inconsistently fully inflating. The pump and cylinders were explanted and replaced, the reservoir was drained and refilled, full scrotal washout. There were no patient complications reported.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.